Manufacturer narrative:
E1.: phone number: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, (baker grade unknown).

Event description:
Healthcare professional reported, rupture and capsular contracture. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced. The event of capsular contracture was confirmed to have only happened on the contralateral side.